Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the coil became stuck in catheter's tip during removal. The target lesion was located in the inferior mesenteric artery (ima). A 4mm x 10cm interlock¿-35 coil was selected for use. During a thoracic vascular aortic reconstruction (tevar), the physician started with a 5french sheath and placed in a 5french contrast catheter to hook the ostium of the ima and did a run. The interlock¿-35 was then deployed through a .038 non bsc contrast catheter; however, it was noted that the interlock¿-35 was deployed all the way back. The coil was half-way in and half-way out of the catheter becoming firmly jammed inside the contrast catheter. Furthermore, the physician could not move the interlock¿-35 forward or pull it backwards. Consequently, the physician attempted to pull the interlock¿-35 aggressively back into the catheter and the locking mechanism detached leaving the coil halfway inside the catheter, and halfway into the ima. The back end of a non bsc guidewire was utilized to advance the coil into the ima; however, without success. The physician then decided to slowly remove the contrast catheter losing position into the ima but since the coil was coming along with it; just continued retracting the interlock¿-35 into the aorta. The coil remained inside the catheter so the entire catheter was then pulled out along with the sheath as well. Finally, the coil was completely removed from the patient's body. The procedure was completed with a .018 interlock. No further patient complications were reported and the patient's status was fine.